Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. When she bolused her blood glucose level was not coming down, even after changing the site. Customer's blood glucose level was 406 mg/dl. The customer gave herself a shot to treat her high blood glucose level. The high pressure test failed. The customer was advised that the device would be replaced and agreed to return the product for analysis.